Manufacturer narrative:
H4: the lot was manufactured between december 11, 2023 ¿ december 12, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and white drug residue near the fill port area was observed. The reported condition was verified. The cause of the condition could not be determined; however, may likely be related to user filling technique. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. There were visible white crystals on the top of the pump where the primed line connects to the pump. This was observed when bagging the pump prior to patient use. The pump was filled with 5400 mg fluorouracil and a 0.9% sodium chloride solution. There was no patient involvement. No additional information is available.